Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was 94 mg/dl at the time of the incident. The customer stated that the battery was not previously used. The customer stated that the battery cap not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now alarm without low battery warning. The device will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm, battery power loss alarm or battery longevity noted during testing.(B)(4).